Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No actions taken based on device results. No adverse event reported. The lancet device set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.